Manufacturer narrative:
MDR 1218996-2017-00025 addendum. Testing conducted at magellan using retention samples of the same lot number of leadcare ultra confirm customer's complaint with test samples in the range of 5-10 ug/dl. Late filing is part of magellan diagnostics, inc. Response to FDA's 483 issued on 29jun2017. Complaint # (B)(4). File attachments: 5 ug/dl on gfaas versus 2.4 ug/dl on leadcare ultra analyzer [1218996-2019-00028]. 6 ug/dl on gfaas versus 3.6 ug/dl on leadcare ultra analyzer [1218996-2019-00029]. 9 ug/dl on gfaas versus 4.7 ug/dl on leadcare ultra analyzer [1218996-2019-00030]. 6 ug/dl on gfaas versus 3.9 ug/dl on leadcare ultra analyzer [1218996-2019-00031]. 7 ug/dl on gfaas versus 4.6 ug/dl on leadcare ultra analyzer [1218996-2019-00032]. After further investigation it has been confirmed that some of the blood lead sample results reported in the original MDR are not considered reportable events. See the data below: 10 ug/dl on gfaas versus 6.4 ug/dl on leadcare ultra analyzer [not reportable]. 13 ug/dl on gfaas versus 9.7 ug/dl on leadcare ultra analyzer [not reportable].

Event description:
MDR 1218996-2017-00025 addendum. Customer was comparing patient data obtained with leadcare ultra and graphite furnace atomic absorption spectrophotometry (gfaas). On the ultra, some results were falsely suppressed in comparison to the gfaas reference method. There were 5 case samples out of 11 samples tested where results were falsely suppressed at clinically relevant medical thresholds.